Event description:
Boston scientific received information that during a regular check, this right ventricular defibrillation lead was found to have no capture at maximum output. A lead dislodgement was suspected. This lead was surgically repositioned. All measurements were normal, and no adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.